Manufacturer narrative:
Additional information was obtained from a field service technician (fst) on january 30 2026. The fst visited the clinic on (B)(6) 2026 to evaluate the equipment, however the point of contact was off on that day, they were unable to see the units involved in this incident. A nurse was able to call the point of contact for additional information. It was reported that this incident could have been avoided altogether if necessary safety precautions were taken. It was reported that the monitors are generally mounted on the IV pole of the dialysis machines directly under saline bags. According to the nurse¿s statement, the power adapter was mounted with the ac cord (power plug) facing in the upwards direction and saline was dripping over the power cord plug and saline intruded the power adapter internals via ac plug and caused the power adapter to short circuit and catch fire. The staff replaced the power adapters and mounted the new power adapters with the ac power cord facing down to prevent future incidents of this nature. The event was reported to be caused by use error. There was no product malfunction, and there were no serious injuries or death reported.

Event description:
A user facility's dialysis technician reported to fresenius technical services that a clm IV monitor¿s power cord caught fire. Upon follow up, the customer said that the issue occurred on (B)(6) 2026. The fire occurred overnight while the clinic was closed. It was discovered by an environmental services (evs) employee and the fire was extinguished. The fire did not trigger the facility smoke detectors. It is unknown if a fire extinguisher was used. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this issue. The crit line monitor (clm) was plugged in to a hospital grade ground fault circuit interrupter (gcfi). There was a little charring on the clm, but it wiped off. The power cord was replaced, which resolved the issue. The clm is back in service without any issues. The complaint sample is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's dialysis technician reported to fresenius technical services that a clm IV monitor¿s power cord caught fire. Upon follow up, the customer said that the issue occurred on (B)(6) 2026. The fire occurred overnight while the clinic was closed. It was discovered by an environmental services (evs) employee and the fire was extinguished. The fire did not trigger the facility smoke detectors. It is unknown if a fire extinguisher was used. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this issue. The crit line monitor (clm) was plugged in to a hospital grade ground fault circuit interrupter (gcfi). There was a little charring on the clm, but it wiped off. The power cord was replaced, which resolved the issue. The clm is back in service without any issues. The complaint sample is not available to be returned to the manufacturer for evaluation. Three photographs have been provided.